Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd angiocath¿ IV catheter hub would not connect to the extension tubing during use. The following information was provided by the initial reporter, translated from (B)(6): "this is a report about a connection issue of angiocath. The customer reported as follows: this occurred in an outpatient pediatric setting on (B)(6) 2022. After catheter placement, the hcp connected it to non-bd¿s extension tubing (surplug ad) but it was not locked, spinning only. The hcp pressed it strongly and fixed it with a tape, and then removed it on (B)(6) 2022. The hcp is stating that there might be a defect on the catheter hub."

Manufacturer narrative:
H.6. Investigation: bd received a 24 gauge angiocath device from lot 9157626 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed that the thread's of the adapter were damaged. Based off the visual inspection the engineer was able to verify the reported defect. It was determined that there was a misalignment between the transfer arm and the chuck holder. The manufacturing facility has been notified of this incident and the findings. H3 other text : see h.10.

Event description:
It was reported that the bd angiocath¿ IV catheter hub would not connect to the extension tubing during use. The following information was provided by the initial reporter, translated from japanese: "this is a report about a connection issue of angiocath. The customer reported as follows: this occurred in an outpatient pediatric setting on 01/06/2022. After catheter placement, the hcp connected it to non-bd¿s extension tubing (surplug ad) but it was not locked, spinning only. The hcp pressed it strongly and fixed it with a tape, and then removed it on 01/11/2022. The hcp is stating that there might be a defect on the catheter hub.".